Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 08/25/2016. Complaint for 080 intermittent audio output could not be confirmed. The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defects were found. A voltage test was performed and it failed. The share log was reviewed and shows the phone was muted and volume was set to zero. The reported event of an intermittent audio output was confirmed because there were no audible alerts on the iphone. The root cause was determined to be patient error.

Manufacturer narrative:
(B)(4). Report number - MFR# 3004753838-2017-49801; follow-up 002 ; correction MFR# 3004753838-2016-49801; follow-up 002.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. Previously f2 was submitted with incorrect MFR# 3004753838-2017-49801. Resubmitted follow up 002 report with correct MFR# number 3004753838-2016-49801 to match the initial MDR.

Event description:
Previously f2 was submitted with incorrect MFR# 3004753838-2017-49801. Resubmitted follow up 002 report with correct MFR# number 3004753838-2016-49801 to match the initial MDR.